Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no additional damage nor defects were noted. An image test for visualization issue was performed by connecting the device to a controller. No image was displayed. Manipulation of the device and the tip did not affect the condition, no image was displayed. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed an inadequate interface between the camera wire and solder. No additional problems with the printed circuit board assembly (pcba) or camera wires in the handle were noted. The handle was opened and the components within were visually inspected. Visual inspection supported x-ray imaging that the camera wire was not completely connected to the solder pads. Manipulation of the camera wire and glue feature by applying pressure to the wires resulted in the establishment of a live image. Releasing the pressure resulted in the image being lost. The reported event was confirmed. During product analysis, inadequate contact between the camera wire and solder pads was observed; image was recovered by pressing on the solder pads to reestablish contact with the wires. Although a device history record (DHR) review was conducted and confirmed the device met all manufacturing specifications (including inspection and test of live image throughout production), the condition of the returned device suggests inadequate solder bond from the manufacturing process. Based on all gathered information, the probable cause selected for the reported visualization problem due to inadequate solder bond is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an extracorporeal shock wave calculus crushing procedure performed in the pancreatic duct on (B)(6) 2021. During the procedure, the spyscope ds ii was plugged into the controller; however, the image was not displayed on the screen from the initial state. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an extracorporeal shock wave calculus crushing procedure performed in the pancreatic duct on (B)(6) 2021. During the procedure, the spyscope ds ii was plugged into the controller; however, the image was not displayed on the screen from the initial state. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.